Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 5076 lead, implanted 2012-(B)(6). (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
It was reported that an alert triggered due to high impedance on the right ventricular defibrillation coil. The impedance on both the right ventricular and superior vena cava coils have shown some fluctuation. The lead remains in use and will be monitored. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary - the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis revealed that on (B)(6) 2014, the right ventricular coil impedance measured 216 ohms with variability; up from a trend of 40-60 ohms. On (B)(6) 2014, the superior vena cava coil impedance measured 121 ohms with variability up from trend of 50-70 ohms.

Event description:
It was further reported that the impedance on the svc coil was high and there was a possible fracture within the lead. It was also reported that the right ventricular lead had low impedance at times. The lead was capped and replaced.